Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that out of range impedance values were obtained when connected to the ICD. Yet direct measurements with the 2090 programmer were okay. The lead is still active. No patient complications were reported as a result of this event.